Manufacturer narrative:
Internal complaint number trackwise # (B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that hs iii proximal seal system 3.8mm was damaged in shipping and the seal was displaced within the loader.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that hs iii proximal seal system 3.8mm was damaged in shipping and the seal was displaced within the loader.